Event description:
Complainant alleged that the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.